Event description:
It was reported that during testing conducted at the MFR facility, the device caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.